Manufacturer narrative:
Investigation result of stent partially deployed. Device analysis determined that the device was returned with the stent partially deployed by 11 mm. The distal handle was detached from the outer sheath. The outer sheath was severely kinked 95mm distal to the proximal end. The outer sheath was also kinked and accordioned at the proximal end. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used in the duodenum during a duodenal stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the device to the target area and attempted to release the stent, when the handle on the exterior tube broke. The stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.